Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: after surgery and upon physical examination, there was partial evidence of wounding/dysfunction in the right lateral vaginal wall. Additionally, the patient was diagnosed with endometritis: postpartum patient plus episiorrhaphy. A required transfusion because of falling hemoglobin; reentresa with low pain and bleeding. There was medical or surgical intervention needed to prevent a permanent impairment of a function. Patient status: alive - with injury